Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 78, and 68 mg/dl fasting and from result obtained of 410 mg/dl non-fasting. Customer stated that 2 1/2 weeks ago when she had obtained the test result of 410 mg/dl she had gone to the hospital. The diagnosis had been high blood glucose and customer remained in the hospital for 1 week before being discharged to a nursing home; customer has been in the nursing home for 8 days. Customer stated the true metrix meter is reading 25 points lower than the nursing home meter; customer stated her blood glucose using nursing home meter had been 113 mg/dl (fasting/non-fasting not disclosed). The customer does not know her expected blood glucose test result range. The customer did not report any diabetic symptoms; customer stated she had diarrhea but that it was not related to diabetes. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification; exact location was not disclosed. The test strip lot manufacturer¿s expiration date is 11/30/2024 and open vial date is 2 weeks prior to call. The meter memory was reviewed for previous test result history (only 2 results provided): result 1: (B)(6) mg/dl; date: (B)(6); time: 09:15 pm; fasting. Result 2: 68 (B)(6) mg/dl; date: (B)(6); time: 05:35 pm; fasting.

Manufacturer narrative:
Internal complaint reference: case-(b)(4. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 15-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.